Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 6:10 a.m., a sample from the patient was tested on the meter, resulting as 3.4 inr. At 10:00 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.6 inr. The laboratory value was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter result. The patient's current condition is healthy/unchanged. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient has no known anemia. The patient does not have antiphospholipid antibodies or lupus. The patient is not taking heparin or other thrombin inhibitors. The patient has not had any changes in medications. The patient has not had changes in health or diet since last tested. The patient does not have a special or unusual diet. The patient has had no changes in bleeding or bruising symptoms since last tested. The meter has not recently been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.